Event description:
It was reported the patient experienced a loss of stimulation. The patient denied any falls or trauma. X-rays were taken and indicated the lead migrated. Surgical intervention was undertaken on (B)(6) 2014 and the lead was repositioned. Follow-up information indicated since the lead was repositioned, the patient is experiencing effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.